Event description:
Reporter alleged the lot number and use by date on the test strip vial bottle is worn off. No actions were taken or treatment received reportedly a result . A request was made for the return of the suspect device and replacement product was sent.